Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using venovo stent. Once the stent was deployed more than seventy five percent of the stent length had been opened, they were unable to remove the triaxial catheter on which the stent was mounted, after giving it a tug, they managed to pull the catheter out of the vein through the corresponding introducer without affecting the fully deployed, intact, and functional stent. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A manufacturing related issue could not be found. The vessel was not difficult, the lesion was not pre dilated because there was no severe stenosis. System compatible 0.035" guidewire with 10f introducer were used for access, and the guidewire was running smoothly inside the guidewire lumen. The product was used in the superior vena cava which may be a significant factor. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The use of the product in the vena cava represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'do not hold or touch the dark moving sheath during stent release. Do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Under required materials the IFU state: 8f introducer for stent diameters of 10 mm and 12 mm,9f introducer for a stent diameter of 14 mm, 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm, 0.035 inch (0.89 mm) diameter guidewire.' Regarding damage the IFU state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. G3, h6 (conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using venovo stent. It was reported that once the stent was deployed more than seventy five percent of the stent length had been opened, they were unable to remove the triaxial catheter on which the stent was mounted, after giving it a tug, they managed to pull the catheter out of the vein through the corresponding introducer without affecting the fully deployed, intact, and functional stent. There was no reported patient injury.